Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. The customer informed the rse that they do not want service and will resolve the issue on their own. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device had a red x and beeped. There was no patient involvement.